Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead had high threshold and high impedance. The lead remains in use and the physician is monitoring the patient. No patient complications have been reported as a result of this event.

Event description:
Upon newly acquired information it was reported that the right ventricular (rv) lead had high threshold and high impdance and not the atrial lead. The rv lead remains in use and the physician is monitoring the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the rv lead had a possible lead fracture, a polarity switch occurred, and the physician noted ventricular high rate episodes. The rv lead remains in use and the physician is monitoring the patient. No patient complications have been reported as a result of this event.